Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: bactec molecular false positive c.tropicalis.

Manufacturer narrative:
H.6. Investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.

Manufacturer narrative:
D4. Medical device lot #: unknown . D4. Medical device expiration date: unknown . H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: bactec molecular false positive c.tropicalis.